Event description:
It was reported that device sterility was compromised. It was observed that an 8.0 x40, 75cm charger balloon catheter product box and device package was received damaged and the product pouch was compromised. The charger was not used for a procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned packaging and device. It was noted that the outer blue tear tab was compromised as the outer box had been opened. A visual examination noted that the packaging was damaged in the mid-section of the packaging. No issues were noted with the packaging that could have contributed to the damage identified. This damage is consistent with excessive force being applied to the packaging. The inner packaging was identified to be fully sealed. A visual examination identified no damage to the inner packaging. It is confirmed that the pouch seal is not compromised. No issues were noted with the device that could have contributed to the damage identified. No other issues were identified during analysis.

Event description:
It was reported that device sterility was compromised. It was observed that an 8.0 x40, 75cm charger balloon catheter product box and device package was received damaged and the product pouch was compromised. The charger was not used for a procedure.